Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced hyperglycemia, with blood glucose levels reaching 560 mg/dl. The pod was worn on the hip/buttocks between 37 and 48 hours. Despite efforts, the levels remained elevated, prompting the patient to call an ambulance. During transport, the patient reported 'passing out multiple times', along with symptoms of dizziness, shortness of breath, and bladder issues. The patient also reported having ketones, level unspecified. At städtisches klinikum braunschweig, medical staff initially removed the pod. Upon inspection, the cannula was found to be twisted. The patient was treated with 8 units of insulin, 2 liters of electrolytes, and 250 ml of saline solution. Following treatment, the patient remained under observation for 6 hours before being discharged.